Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown surgery, when the hospital attempted to connect the clips by the applier, it was found that the clip in the clip cartridge was broken. Another device was used to complete the case. There were no adverse consequences to the patient. Visual analysis of the returned sample determined that the xc200 cartridge was received empty, along with the clips broken inside of a plastic jar. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: visual analysis of the returned sample determined that the xc200 cartridge was received empty, along with the clips broken inside of a plastic jar. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to sample condition. The event report could not be confirmed as the cartridge was received with the clips broken. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.